Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that before use, there was foreign matter on the needle of the 25 g x 5/8 in. Bd safetyglide¿ . There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation: one photo was returned for investigation. White foreign matter (fm) was observed. One actual sample without packaging was returned for investigation. Observed white loose foreign matter which could be epoxy inside the needle. White loose fm inside needle shield. Rationale: observed white loose foreign matter (fm) which could be epoxy inside the needle shield from the returned actual sample. Conclusion: probable cause could be that a small drop of epoxy could have dropped onto the edge of the rib of the hub; due to machine vibration, the epoxy could have dropped from the hub into the needle shield. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7055379. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment that could have influenced the customer's reported issue.